Event description:
The "pt experienced an overdose". During a catheter revision due to a tear near the anchor, a catheter prime and therapeutic bolus were programmed. The distal portion of the catheter was replaced. The rep was unsure of the amount programmed. "The proximal portion of catheter was not aspirated to drug and was not taken into account when the priming bolus was programmed." The hcp wanted to add a therapeutic bolus of 25 mcg. The hcp had decreased the daily dose from 500 mcg/dat to 100 mcg/day of lioresal 2000 mcg/ml. It is uncertain how much drug the pt received.